Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that during a case there was a fire smell coming from the system. Sales rep reported that site continued to proceed using the system in the case with no delay and a successful spin. This occurred intra operatively. There was no reported delay and no reported impact to patient outcome.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system. Fully inspected system. Removed all battery trays and inspected for signs of electrical arcing, none found. Went through all gantry and image acquisition system (ias) movements. Batteries did not show signs of discharging faster than normal. Customer reported back next day electrosurgical machine unintended extended activation likely caused burning smell and not the ias. B01, c19,d14 codes applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000162. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.